Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, an iliac artery rupture occurred and the patient subsequently expired. Per report, the sheath was inserted percutaneously into the lfa without incident, although slight resistance was noted when advancing the sheath through the lfa into the left iliac artery due to tortuosity of the left iliac. The delivery system with sapien valve was advanced and the valve was deployed successfully. Surgical cutdown was performed in the l groin and tissues dissected until the l femoral artery was identified. The insertion point of the delivery sheath was identified. Vascular clamps were applied proximally and distally after removal of the introducer sheath. Surgical repair of the lfa was initiated when vital signs deteriorated and the patient became hypotensive. There appeared to be concerns of abdominal distention and iliac rupture. There were no pulses in the left femoral artery proximal to the vascular clamp. At this point, the cpb machine was then brought up to the field. CPR and chest compressions were initiated. An arterial sheath was placed over the wire through the left femoral artery. The venous sheath was passed through the left femoral vein and cpb was initiated. There was good backflow of bright red pulsatile blood from the arterial cannula after insertion into the femoral artery. At this point, there was difficulty maintaining bp and there was continued abdominal distention. The aortogram was performed from the right femoral sheath. There did not appear to be a rupture of the abdominal aorta, but due to the cpb cannula, the contrast was not able to filter down into the distal aorta or proximal iliac artery and there appeared to be good flow into the abdominal aorta with the cpb initiated. Retroperitoneal incision was performed and the l iliac arterial cannula was then followed proximally. There was rupture of the left iliac artery extending to the bifurcation. By this time, the patient had no vital signs for approximately one hour and the patient was pronounced dead. Per report, the iliac tear/rupture (iatrogenic) may have occurred upon sheath insertion; however, signs/symptoms of retroperitoneal bleeding from the tear were not observed until after the sheath was removed due to the sheath's occlusion of the tear during the procedure.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards in a technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case the access vessels minimum luminal diameter was 12mm, and the vessels were noted to be mildly calcified and moderately tortuous. The cause of the event cannot be confirmed, however, it was reported as likely iatrogenic during insertion of the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.